Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: frozen display. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 93 mg/dl. Customer stated that the pump was making a funny noise like a constant squeal/pitch. Customer reported that none of the buttons are responding. Insulin pump will need to be replaced. No additional information provided.